Event description:
On (B)(6) 2010, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that a computed tomography (CT) dated (B)(6) 2013, revealed aneurysm sac enlargement (amount unk) and a possible proximal type I endoleak. The physician chose to intervene for preventive measures. The aneurysm sac measured 65 x 64 mm; there were no reported anatomy anomalies. On (B)(6)2013, there was a reintervention to treat the endoleak. A gore aortic extender component was implanted. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.